Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with lesion calcification which was described as heavily calcified and 90% stenosed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and heavily calcified lesion in the right cephalic vein for a arteriovenous shunt case. An 8x40mm armada 35 balloon catheter was advanced; however, ruptured during the first inflation at 6 atmospheres. The procedure was successfully completed with a new 8x40mm armada 35 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.